Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The steerable guiding catheter (sgc) and dilator were returned for analysis. During testing, no air or leaks/loss of fluid column was observed. The test was performed 3 times without any issues noted. During water bath testing, no air bubbles or leak/loss of fluid column was observed in the hemostasis valve of the sgc during insertion or retraction of the dilator and guide wire. Therefore, the reported sgc leak could not be confirmed via returned device analysis. Although analysis was unable to confirm the reported leak, the discrepancy between what was reported and what was observed (no sgc leak) was likely due to user technique/procedural conditions during the procedure (de-airing technique etc.) Versus the returned product analysis. Potential causes for sgc leaks can include, but are not limited to, user technique/procedural conditions, such as the steps utilized to de-air the device during guide preparation or loose connections between the luer and accessory devices (i.e. Stopcock, high pressure tubing or syringe) or manufacturing anomalies (tears or missing silicone in the valve). With respect to user technique/procedural conditions, the sgc leaks can be influenced by the steps utilized at the account during device prep, such as not fully de-airing the guide shaft during guide preparation or loose connections between the luer and accessory devices (i.e. Stopcock, high pressure tubing or syringe). Based on the information reviewed, a definitive cause for the reported leak could not be determined. There does not appear to be any indication of a product quality deficiency. A review of the lot history record revealed no non-conformances for the lot. Additionally, a query of the electronic complaint handling database indicated there had been no similar leak incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted to report a leak that was noted during use with the steerable guiding catheter (sgc), which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The steerable guiding catheter (sgc) was advanced over the septum without issue. The dilator and wire were removed, and aspiration was performed. It was then observed that the fluid column filled with air. No air entered the patient anatomy. The sgc was removed and replaced. A new sgc was used and after the procedure was successfully completed the mr was reduced to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.